Event description:
It was reported that the pt was experiencing a grinding in her hip. At the time of the revision, granular like tissue was removed from the joint. The implants were tact, but stripe wear on the head was noticed.